Manufacturer narrative:
Following the initial report, the pump was returned for further evaluation. A visual inspection was performed and it was discovered that there was biomaterial around the impella. There was no noted visible damage on the returned component. Upon conclusion of the evaluation the cause was determined to be the presence of biomaterial from the patient around the pump. Should additional relevant information become available, a supplemental report will be submitted. As noted in the impella IFU, hemolysis is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-01766 was provided.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The pump was returned and an evaluation of the device is pending. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a 76-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient developed hemolysis. The patient was provided an unknown quantity of blood products and the pump was subsequently explanted as a result of the condition. Patient support continued with ECMO following the events.